Manufacturer narrative:
Approximate age of device - 5 years, 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient developed percutaneous lead(driveline) infection with onset date on (B)(6) 2018. The infection reported to be refractory to multiple courses of antibiotics resulted in 2 hospitalizations. The device was weaned successfully and explanted on (B)(6) 2018 with partial retention of inflow and most of the outflow graft. An intravenous inotrope was needed at multiple occurrences, but weaned off eventually. The patient completed antibiotic treatment and was discharged home on (B)(6) 2018. It was reported that after the device explantation, the patient underwent 3 subsequent wash-out surgeries and hospitalization with intravenous inotropes on unspecified dates. No further information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported driveline infection could not be conclusively determined.the pump was returned assembled with the driveline severed approximately 6 inches from the pump housing and the distal end was returned. The sealed outflow graft and outflow graft bend relief were returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.